Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that a pt was injured during a procedure take a skin graft over an area filled with stretch marks. Integra has requested add'l clinical info.